Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 24aug2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that when using his humapen ergo device he could not inject insulin and the dose was not accurate. The patient experienced abnormal blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by consumer, who contacted the company to report adverse events and product complaint, concerned a 56-year-old asian male patient. Medical history was none and information regarding concomitant medications was not known clearly. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge subcutaneously for the treatment of diabetes mellitus and was started on unknown date. Dosage regimen was not provided. It was noted that the patient received insulin lispro (rdna origin) injections (humalog) via cartridge per a reusable humapen ergo (gray) device in 2015. In 2016, while on insulin lispro treatment, he was hospitalized in (B)(6)hospital for regulating blood glucose (bg). In (B)(6) 2018 (specific date was not provided) he found that the humapen could not inject insulin, his dose was not accurate ((B)(4), lot no. Unknown). It was noted that the injection pen was used through may2018 (specific date not provided). In (B)(6) 2018 (specific date was not provided) he was hospitalized in tianjin first central hospital for regulating bg. After hospitalization, he was checked with arrhythmia. Other information was not provided. The information regarding corrective treatment and outcome for the event was not provided. Insulin lispro treatment status was continued. The user of humapen ergo (gray) device and his/her training status was not provided. The general device model was started in 2015. The suspect device duration of use for the first humapen ergo was approximately three years and the specific suspect device duration of use for the second pen was not provided. The suspect humapen ergo device associated with (B)(4) was not returned to the manufacturer. The reporting consumer was unknown if the events were related to insulin lispro treatment and did not provide the relatedness opinion between the events and humapen ergo pens. Edit 26jul2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 06-aug-2018: information received on 03-aug-2018 from the affiliate. Reporter had been called for many times, but did not pick up the phone, so no new information received. Edit 07aug2018: upon internal review, included humapen (unknown) device in narrative. Edit 08-aug-2018: upon internal review of the information received on 18-jul-2018. Added a second suspect device and update the specific type of suspect device (first). Updated the as reported causality for the events with devices and narrative accordingly. No other changes were made in the case. Update 24aug2018: additional information received on 24aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen ergo device associated with (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 30-aug-2018: information received form the affiliate on 28-aug-2018, did not contain any significant information. The reporter was contacted and it was found to be wrong number and the phone was hung up. No change was made in the case.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by consumer, who contacted the company to report adverse events and product complain, concerned a (B)(6) asian male patient. Medical history was none and information regarding concomitant medications was not known clearly. The patient received insulin lispro (rdna origin) injections (humalog) via cartridge per a reusable humapen ergo device, subcutaneously for the treatment of diabetes mellitus and was started on unknown date. Dosage regimen was not provided. In 2016, while on insulin lispro treatment, he was hospitalized in tianjin first central hospital for regulating blood glucose (bg). In (B)(6) 2018 (specific date was not provided) he found that he could not inject insulin, his dose was not accurate ((B)(4), lot no. Unknown). In (B)(6) 2018 (specific date was not provided) he was hospitalized in tianjin first central hospital for regulating bg. After hospitalization, he was checked with arrhythmia. Other information was not provided. The information regarding corrective treatment and outcome for the event was not provided. Insulin lispro treatment status was continued. The user of humapen ergo device and his/her training status was not provided. The general humapen ergo device model duration of use was unknown and suspect humapen (first) duration of use was approximately three years while for another humapen ergo (second) it was not provided. The action taken with his humapen ergo device and its return was not known. The reporting consumer was unknown if the events were related to insulin lispro treatment and did not provide the relatedness opinion between the events and humapen ergo pens. Edit 26jul2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 06-aug-2018: information received on 03-aug-2018 from the affiliate. Reporter had been called for many times, but did not pick up the phone, so no new information received. Edit 07aug2018: upon internal review, included humapen (unknown) device in narrative. Edit 08-aug-2018: upon internal review of the information received on 18-jul-2018. Added a second suspect device and update the specific type of suspect device (first). Updated the as reported causality for the events with devices and narrative accordingly. No other changes were made in the case.